Event description:
It was reported that the user experienced repeated hypoglycemia after announcing three recent lunches while using the ilet system, noting broader glucose fluctuations and seeking guidance on meal announcements. Symptoms included hypoglycemia. Outcomes included troubleshooting and education by support staff, including assignment to a trainer and guidance to announce regular meals for a period to mitigate fluctuations. Investigation included review of alarm history. Investigation of this case revealed no device malfunction and suggested user technique and algorithm interaction with meal announcement behavior as possible contributors. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.